Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent into a very tortuous and calcified circumflex artery. The shaft of the delivery device broke and was removed without incident. Pt status is listed as "okay". Same case as mfg. Report no. 6000089-2000-00030.